Manufacturer narrative:
The AED in this case would not power on due to an expired battery pack. The user in this case was unaware of the maintenance requirements for this device and the AED had a battery that expired in march of 2020. The customer was advised to contact an authorized distributor to purchase a replacement battery pack and to remove the device from service until the battery is replaced and the AED's asi is verified as flashing green. The customer was also sent the maintenance requirements for this device.

Event description:
A customer reported that when they tried to put a battery into their AED, it would make an unusual sound. They thought it might be the battery and when they checked the battery, they saw it had an expiration date of "2020/03". They stated that they did not know the battery expired and need to purchase a new one. They reported that this did not occur during patient use.